Manufacturer narrative:
(B)(4). Approximate age of device - 58 days. No further information is available. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was hospitalized on (B)(6) 2016 due to an ongoing driveline/pump pocket infection and sepsis. A blood specimen from the patient tested positive for bacterial staphylococcus aureus and cocci. The lab test results showed a white blood cell count (wbc) of 18.4 x 10^9/l. During the admission, changes to the patient's antibiotic medications were made. It was additionally reported that on (B)(6) 2016, the subxiphoid showed a grossly exposed vad for which the patient was hospitalized and underwent a surgical muscle/tissue flap repair. The issue reportedly resolved on (B)(6) 2016.

Manufacturer narrative:
A correlation between the device and the reported driveline and pump pocket infections could not be conclusively determined. Driveline and pump pocket infections are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. The patient remains on vad support. A review of the device history records, including the sterilization and packaging documentation, found no deviations from manufacturing specifications. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient was positive for (B)(6) and was readmitted to the hospital on (B)(6) 2016. The patient was treated with intravenous cefazolin and had a complete washout with sternal wire removal on (B)(6) 2016. The patient had another washout on (B)(6) 2016 with a pectoral flap closure on (B)(6) 2016. Four jackson-pratt drains were placed after surgery and the patient was discharged with intravenous cefazolin. The patient was scheduled to follow-up with the hospital's infectious disease department on (B)(6) 2016. No additional information was provided.